Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump rebooted without user intervention when it was bumped. There was no reported prior damage or trauma to the pump. It was noted that the battery cap was last changed 6-12 months prior to the date of complaint. The user guide instructs that the battery cap be changed every 3-6 months. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.